Event description:
Device overheated during a crown preparation procedure on tooth #30, 31 and patient received a minor 2nd degree burn injury to their buccal mucosa adjacent to right commissure. Patient has had a follow-up visit and is reported to be healing normally without need for additional medical treatment.